Manufacturer narrative:
A warning message was received during a follow-up interrogation. The files have been sent to the manufacturer for review and a recommendation. A response from the manufacturer is pending. July 5, 2007.

Event description:
During a routine follow-up interrogation, a message was displayed stating, "invalid calibration constant". The device remains implanted at this time; the files from the programmer that was used were sent to the manufacturer for review and a recommendation.